Manufacturer narrative:
Reported event: an event regarding loosening involving a simplex unit carton was reported. Method & results: device evaluation and results: not performed as the associated device is OEM product. Clinician review: not performed as the associated device is OEM product. Device history review: not performed as the associated device is OEM product. Complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product. Written acknowledgement from the OEM supplier that an investigation has been initiated at the OEM supplier site was received. H3 other text : device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2014 the patient underwent a right sided total knee replacement using simplex hv bone cement. It is further alleged that on (B)(6) 2015 he had to undergo a revision surgery due to aseptic loosening. Update june 16, 2020: device information and records received. The loose tibial component is competitor product.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2014 the patient underwent a right sided total knee replacement using simplex hv bone cement. It is further alleged that on (B)(6) 2015 he had to undergo a revision surgery due to aseptic loosening.